Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run quality controls and precision testing, and all resulted within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc recommended the customer spin samples according to specifications. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse rebuilt the integrated multisensor technology (imt) module. The cse tested the imt and ran a system check, passing testing. The customer ran quality controls which resulted within range. The cause of the discordant, falsely low result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument and on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.